Manufacturer narrative:
Evaluation summary: a company representative (cr) examined the system and it was found to meet specifications, and, therefore, no parts needed to be replaced. The cr was unable to replicate the reported event. The cr tested the part in the field and was able to successfully perform 129 procedures without incident. The system was found to meet specifications. The cr tested the handpiece and was unable to replicate the event. The system was found to meet specifications. The handpiece was returned to the customer and they were retrained on the proper use of the footswitch. The phaco handpiece met specifications at the time of release. The root cause of the reported event cannot be determined conclusively. Possible causes for this reported event include misuse of the footswitch all of which are understood to be surgeon technique related. Additional information has been requested. (B)(4).

Event description:
An operating room manager reported that a corneal burn occurred at the beginning of the sculpting step during surgery. The operating room manager clarified that the doctor was pressing too quickly the footswitch and was directly switching to ultrasound during the event. Additional information has been requested but not received to date.

Manufacturer narrative:
Evaluation summary. A clinical analyst reviewed this file. Corneal thermal injuries are typically related to excessive heat generated by the phaco tip due to insufficient aspiration flow, extended energy application, or combination of both. The system is designed to cool the phaco tip during use as aspirated fluid flows through the tip lumen. Overheating of the phaco tip, however, may occur due to extended application of ultrasonic energy or compromised aspiration flow through the phaco tip. Reduced fluid flow through the phaco tip may be caused by phaco tip re-use, tip clogging by nuclear material, kinked tubing, inadequate flow and vacuum settings, or obstruction by ophthalmic viscoelastic device (ovd). When the phaco tip is occluded, infusion will cease, reducing the cooling effect of the tip. Occlusion tones (intermittent beeping tones during occlusion) alert the user, indicating that the vacuum is near or at its preset limit, and aspiration flow is reduced or stopped. The surgeon must recognize the occlusion tones and manually stop the ultrasound mode in order to prevent a rapid temperature increase." The system, footswitch and phaco handpiece were all examined. A company representative did not indicate finding any issues that would be associated with the reported event. A company representative determined that the handpiece functioned properly in different modes of ultrasound (us) from 0 to 100%. Additionally, the product had good fluid circulation and the vacuum was conforming. No defect was found. The phaco handpiece was returned and put back for use. The system, footswitch and phaco handpiece were found to meet specifications. The facility operating room manager reviewed with the company service representative that the surgeon was pressing the footswitch too quickly and was directly switching to ultrasounds (us). The root cause of the reported event cannot be determined conclusively. All the products met specifications at the time of release. Corneal burn is an issue that is occasionally reported with cataract surgery. According to the (B)(4) patient safety advisory abstract: preventing corneal burns during phacoemulsification, march 2010, vol. 7, no. 1: 23-25, most corneal burns can be traced to issues related to surgical technique and not to malfunctioning equipment. The manufacturer internal reference number is: 2015-108093

Event description:
Additional information provided by the surgeon. The affected eye was the left eye (os). As result of the event the patient had post-operative astigmatism, but did not result in corneal opacity.

Manufacturer narrative:
(B)(4).